Event description:
Two moss miami polyaxial screws broke post-operatively. According to the complainant, the pt complained of leg and lower back pain. Exploratory surgery revealed that the pedicle screws were broken at l5 and l3. The screws were removed and replaced. There were no adverse consequence to the pt.